Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00426. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00426. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent excision of rectal mesh on (B)(6) 2013 due to incomplete uterovaginal prolapse, and complication of mesh with erosion into the rectum.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, rectovaginal fistula, pelvic abscess, scarring and hematochezia. It was reported that the patient underwent stapled perineal proctectomy on (B)(6) 2013 due to rectal prolapse. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure to treat stress incontinence on an undisclosed date. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted to treat stress incontinence. Since the implantation, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.